Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint devices were received and visually inspected. Visual observations revealed the upper jaw was bend downwards at the distal tip. The laser markings are slightly faded but readable. To test its functionality, an expressew iii needle was loaded onto the device and tested on a sample rubber strip. The jaw was holding the rubber strip tightly. The needle could be deployed with slight difficulty, but got stuck and could not be returned to its initial position. The trigger had to be manually pushed forward to release the needle. This complaint can be confirmed. As this is a reusable device, it is a possibility that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing the device would become rough to operate over time. This device is around three years old, and probably has seen heavy use and repeated cleaning/ sterilization cycles that would contribute to the reported failure. A DHR review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is currently unavailable. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's expressew iii with hook would not retract the needle back into the gun during a shoulder arthroscopy. The case was completed with another one. There were no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.